Event description:
It was reported that this patient had been to the emergency room (ER) three times since (B)(6) of 2012 and the last time in (B)(6) of 2012. The pump was reportedly last refilled in (B)(6) of 2012. The patient reported the ER visits were related to cellulitis, high blood pressure, "all that went through the roof," in addition to experiencing withdrawals. Fentanyl patches were attempted but were not strong enough. The patient reported that they were going to put him "back in" but there was "no leakage and it was already healing." The patient stated he was told he "needed the equivalent because it's not going to work any other way, and if it's not working, you're going to be going through withdrawals." The patient was referred to another physician and had treatments for two months with pills. The patient was administered oral medication as the pump "wouldn't work," and had not worked reportedly since (B)(6) 2012. Attempts were made to clarify, but it was unclear if this was related to the function of the pump itself or the efficacy of the delivered medicine from the pump. (Please note manufacturer report #3007566237-2013-00020, related to pump end of service). It was reported that the patient and physician wanted the pump to be turned off to avoid a potential overdose. The patient had wanted morphine and a pump replacement. However, there was difficulty finding a physician to address as he reported he was not a "normal" patient. He reported to have factor v, was allergic to twenty-some medicines, and had "all the diseases." The patient did have two scheduled physician appointments in which he was going to address stopping the pump and possible replacement. The patient also reported getting a medicine that was potassium "but it was citrate" and the patient had "major issues." This device system delivered morphine and baclofen. The patient also reported taking flexeril. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8575, lot# j12339r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8709, lot# j12339r, implanted: (B)(6) 2000, product type: catheter. (B)(4).